Event description:
Customer reported experiencing high blood glucose after changing the infusion set and using new insulin. The blood glucose reading was approximately 300 mg/dl. The caller mentioned that after increasing the basal rate, her blood glucose was stabilized. The insulin pump alarmed high predict. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.